Event description:
Report 1 of 7. It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained and when running seegene the result is negative. The following information was provided by the initial reporter: 7 wrong result were obtained. The customer reported that, since using the sars cov 2 kits, he realized that when he amplifies only gene n1 or n2, the result does not show agreement. According to the instructions for use, it would be a positive result, however, when running on another platform (seegene) the result is negative. When repeating the same sample, or even the primary aliquot of the swab collection (when receiving the material, 4 aliquots are made, so you can work with new aliquots), the result is discrepant even in the bd max itself, that is, in the first test raises only 1 of the n targets, when repeated, most of the samples are negative.

Manufacturer narrative:
Initial reporter phone: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 7. It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained and when running seegene the result is negative. The following information was provided by the initial reporter: 7 wrong result were obtained. The customer reported that, since using the sars cov 2 kits, he realized that when he amplifies only gene n1 or n2, the result does not show agreement. According to the instructions for use, it would be a positive result, however, when running on another platform (seegene) the result is negative. When repeating the same sample, or even the primary aliquot of the swab collection (when receiving the material, 4 aliquots are made, so you can work with new aliquots), the result is discrepant even in the bd max itself, that is, in the first test raises only 1 of the n targets, when repeated, most of the samples are negative.

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (B)(4) lot 2088840 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 2088840 was manufactured according to specifications and met performance requirements. Customer reported amplification of either the n1 or the n2 target, not both, with the bd sars-cov-2 reagents for bd max¿ system assay. When repeated on the bd max¿ instrument or another molecular testing platform (seegene on cfx-96) and compared to results from another lab (lacen: central laboratories of public health), most samples were negative. Customer provided a picture and a powerpoint document. The picture confirmed the kit lot 2088840. The powerpoint document describes the seven samples for which a complaint was opened. The amplification curves from the pdf report, included in the powerpoint document, revealed they all appear to be late and low, but true, n1 positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the data and information provided, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s positive results. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lot 2088840. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h.10.